Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high pacing threshold and impedance anomaly. An insulation anomaly was also noted on the lead. The lead was explanted and returned.